Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 290 mg/dl. Customer was hospitalized due to diabetic ketoacidosis due to flu. Customer had symptoms of nausea and vomiting. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.